Event description:
Nurse reports for surgeon that gas bubble did not last longer than a week allowing retina to re-detach. The surgeon indicated that the sf6 bubble dissipated faster than it should have. First procedure: scleral buckle, external drains for subretinal fluid, pars plana vitrectomy, fluid air exchange, endolaser photocoagulation and injection of 30% sf6 gas in right eye performed in 2008. The sf6 was diluted with air to a concentration of 30%. Dilution of the sf6 gas with air is an off-label use. Second procedure was performed ten days later.

Manufacturer narrative:
Evaluation summary: analysis of the returned product by gas chromatograph (gc) showed that the product met purity specification and that no unusual peaks were seen compared to the original gc analysis. A check of the batch production records showed that the original gc analysis met purity specification. There have been no other complaints received for this lot number. No conclusion can be drawn. This report mailed in to the FDA on: 04/30/2008.